Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31214604m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. Case could not be completed as the base of the left atrial appendage was perforated with the smart touch catheter. As a result of perforation, xiphoid access was needed to extract all the blood in the pericardium. Patient went to surgery afterwards. The physician¿s opinion on the cause of this adverse event was the procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. It is possible the adverse event occurred during mapping. The location of the perforation was the left atrial appendage. No error messages were observed on biosense webster equipment during the procedure. Patient went to surgery after extraction of all fluid possible in the pericardium at the same table as the procedure of wolff-parkinson-white (wpw) was performed. The patient fully recovered after extended hospitalization. The patient stayed overnight at the hospital to be monitored after surgery.